Manufacturer narrative:
Due to character restrictions, e1 phone # is (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse conducted a safety disk test of the unit and stated that the driving valve group and pump tests all passed the test. The unit passed all factory-specified performance and safety index tests. After communicating with the hospital, it was found that the balloon used by the hospital broke from another brand, so the air leakage in the machine's alarm loop had nothing to do with the unit. The device was delivered to the customer and ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) once turned on, the machine reports an air leak in the loop, after the fault occurred the hospital no longer used the equipment. There were no casualties reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.